Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified saline breast implant and experienced postoperative left-sided deflation. The patient woke up and noticed the left-sided deflation. The diagnosis was not confirmed by physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Additionally, it has not yet been confirmed if the impacted product is a mentor device.